Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, it was discarded and therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the tip of one (1) gryphon p br ds anchor with orthocord was broken during the collateral ligament repair surgery for elbow. It was reported that the drill used with this surgery was for gii quick anchor. No broken piece was left in the patient body. No surgical delay greater than 30 min is reported. There were no adverse consequences to the patient. The sample will not be returned because it was discarded at the hospital. The backup device was used to complete the case.